Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a french patient had a skin irritation under the therapy electrodes. The area was described as a rash. The patient's doctor prescribed cortisone cream. During a follow up, it was reported that the rash was almost completely healed due to the cream.